Event description:
It was reported through litigation process that five months and twenty days post a port placement via the right internal jugular vein, for the treatment of ovarian cancer, the patient allegedly developed with bacterial infection. It was further reported that patient developed with chest wall cellulitis due to port infection. Reportedly, the patient was treated with antibiotics and the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Medical record depicts the patient underwent port placement procedure for treatment for ovarian cancer. Procedure was done under fluoroscopy. The device was aspirated flushed packed with heparin. Fluoroscopy showed a satisfactory position of the catheter tip in the distal superior vena cava. After five months twenty-one days later, patient presented to the emergency department for evaluation of a possible infection to her med port. Patient complaints was pain/redness on the right upper chest and into neck and noticed that the site was swelling in her right chest and began leaking a yellow pus. Patient states the swelling has extended to her right neck. Patient underwent port explanation procedure and sample sent to lab for culture. Following day CT of the chest with contrast study was performed which showed no increased attenuation or fluid collection surrounding the right port reservoir. Patient was diagnosed with cellulitis of the chest wall, mrsa, mssa, envenomation, fixed drug eruption, foreign body and contact dermatitis. Patient was treated with zyvox and bactrim for seven days. After three days culture study of foreign body (venous port) report showed rare gram-positive cocci staphylococcus aureus. Patient was discharge to home. Therefore, the investigation is confirmed for the reported bacterial infection and chest wall cellulitis. However, the relationship between the port and the alleged adverse event is unknown, and there is no device malfunction reported. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2022), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that five months and twenty days post a port placement via the right internal jugular vein, for the treatment of ovarian cancer, the patient allegedly developed with bacterial infection. It was further reported that patient developed with chest wall cellulitis due to port infection. Reportedly, the patient was treated with antibiotics and the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# was a duplicate record and was opened in error. The event details are being captured under complaint file #(B)(4) and was reported to the FDA under MFR rpt# 3006260740-2023-04122. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that five months and twenty days post a port placement via the right internal jugular vein, for the treatment of ovarian cancer, the patient allegedly developed with bacterial infection. It was further reported that patient developed with chest wall cellulitis due to port infection. Reportedly, the patient was treated with antibiotics and the infected port was removed. The current status of the patient is unknown.